Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a lesion in the distal rca with 99% stenosis, moderate tortuosity and a little calcification. The device was inspected and prepped before use with no issues noted. Lesion pre-dilation was performed with a 2.5 x 30 mm balloon for one inflation at 12 atm¿s. It was reported that the endeavor resolute device ¿could not pass inside from the rca mid stent¿. Resistance had been encountered advancing the device. When the device was removed the stent struts were observed to be damaged. The physician believed that the event was due to use of the device in a difficult lesion morphology/anatomy. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The 4th distal segment was deformed. The 8th distal segment had raised and stretched struts. The 4th proximal segments had raised and stretched struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology ¿ 95% stenosis, little calcification, moderate tortuosity); (deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 95% stenosis, little calcification, moderate tortuosity); known inherent risk of procedure (stent deformation). (B)(4).